Event description:
The facility reported a pump with failure code 500:320:844:0000. It is unknown when this failure code occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being submitted in accordance with instruction from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 17, 2007. Evaluation summary: the reported condition of failure code 500:320:844:0000 was confirmed in the pump's event history file during product evaluation. Failure code 500:320:844:0000 was caused by a stuck number eight key on the front bezel keypad. The front bezel was replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated.